Event description:
The customer reported obtaining low red blood cell (rbc) recovery on all levels of control from their coulter lh 750 hematology analyzer. The customer discontinued using the instrument and switched to the alternate lh 750 analyzer. The customer confirmed no erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Several beckman coulter field service engineers (fse) were dispatched to the customer's site for this event. The fse evaluated the instrument and replaced multiple parts to troubleshoot this issue. The fse discovered that the red blood cell (rbc) bath drain pinch valve (vl12a) and actuator was found to be intermittently slow causing the rbc bath to not drain completely. The fse replaced the pinch valve and actuator to resolve the issue and verified the repairs as per established procedures. (B)(4).